Event description:
A female pt rec'd coolsculpting treatment on (B)(6) 2012 with the coolmax applicator (8.0) on her upper abdomen. On (B)(6) 2012, the pt rec'd another treatment on the lower abdomen with the coolmax applicator. On (B)(6) 2012, the pt returned to the office and reported "swelling in the treatment area." The pt reported that she first noticed the swelling in (B)(6). The pt was instructed to wait and to return to the office in (B)(6) 2013. On (B)(6) 2013, the treating physician observed that the treated area was firmer than surrounding tissue. Zeltiq rec'd before and after photos on (B)(6) 2013 and (B)(6) 2013, which confirmed an enlargement in the treatment area. On (B)(6) 2013, the treating physician reported that the plan was to wait 6 months before possible intervention. On (B)(6) 2013, the pt underwent a wedge biopsy which indicated unusual fat deposits. On (B)(6) 2013, the treating physician said that he does not think the condition is self-resolving. It is likely that intervention will be required to treat the condition, making this reportable.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather add'l info. Per the physician's office, the procedures were conducted successfully with no malfunctions. Zeltiq reviewed the system logs for the treatment dates and confirmed that no system malfunction occurred during the treatments. It is zeltiq's policy to be conservative and make this report. A follow-up report will be made to the agency if and when new info is rec'd about this case.